Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported single leaflet device attachment (slda) in this complaint appears to be a result of the patient morphology/pathology per the physician and due to large prolapsing posterior segment. The reported mitral regurgitation (mr) was likely due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2020, echocardiogram was performed and showed mr had increased to a grade of 3-4, and the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2020, a second mitraclip procedure was performed to reduce mr and stabilize the implanted clip. The clip delivery system (cds) was inserted and grasping was performed; however, due to the implanted clip, grasping was noted to be impossible. Therefore, the physician decided to remove the clip. Mr remained at a grade of 3-4. No additional information was provided.